Event description:
It was reported that the device was explanted after an implant duration of approximately 9.2 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Patient also had two other devices explanted (out of which, one of the events was determined to be reportable); a device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Event description:
It was reported to boston scientific corporation that a wallstent rx biliary endoprosthesis was used during the treatment of a biliary stricture located below the biliary hilum. The procedure took place in 2009. According to the complainant, following deployment of the stent and during the withdrawal of the catheter, the distal tip of the delivery system remained "blocked" in the area of the stent that had not expanded. A hurricane balloon was then used in an attempt to expand the stent, but was not successful. There was some difficulty removing the stent delivery system as a result of this "blockage" so the physician removed the scope, and cut the catheter which would then be used as a nasal biliary drainage device. The patient remained hospitalized, and it was reported that the stent had fully expanded by the fourth day. It was also reported that the catheter was removed, and that "the procedure was well completed with the wallstent.". Post procedure, the patient was reported as "fine."

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.